Event description:
The green "back cable" on the patch unit for the carto 3 mapping system failed during an electrophysiology procedure while the patient was under anesthesia. The carto 3 rep drove to a neighboring hospital to borrow their patch unit to finish the procedure. The case was successfully completed once the failed piece of equipment was replaced. No response yet from the manufacturer regarding the malfunction.